Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The fse performed the troubleshooting action fdc self-test was performed, but it got failed. Review of the system log file showed that an image detector errors. The fse was replaced defective fdc with new one. After replacement of fdc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoroscopy was not functioning. There was no report of harm. Philips has started an investigation of this complaint.